Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the damage to outer packaging carton and the breach of sterile packaging of the leadless implantable pulse generator (ipg) occurred. There was no patient involvement.